Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the two head end casters would swivel when the brakes were engaged. He replaced both head end casters to repair the bed.